Event description:
This is an international report where a new transfer set was connected to the catheter, using the titanium adapter. After 12 days the transfer set disconnected from the adapter. It was substituted by another set that is working well. The patient's father reported that the catheter connector seems to not fit to the adapter. No consequences were reported for the patient. Additional information was received on (B)(6) 2011: baxter nurse spoke with the father of the patient that gave the following information: the set is in the dialysis department of the hospital that follows the children. On (B)(6) 2011 the patient underwent surgery to implant the new catheter and on this occasion the surgeon also put on the miniset connection. On (B)(6) 2011, before starting the night therapy, the father realized that the miniset was disconnected. The father reconnected the miniset and the patient was brought to the hospital. The patient did not suffer any consequences but he was treated with antibiotic drug with a conservative approach. The patient has had no issues with the new miniset. Additional information was received on (B)(6) 2011. Baxter nurse received the following additional info from the customer: in the operating room, there was no issue during the connection between the miniset and titanium adapter. The hospital confirmed that the patient was treated with an antibiotic therapy with a conservative approach, and did not have any issues.

Manufacturer narrative:
(B)(4). The sample is available. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed in the lab since there was no sample returned. The root cause cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.